Event description:
It was reported that the patient was able to hear well with his device until one month ago. Since then the patient has been able to hear, however, not very well. Testing was carried out which showed all electrode channels with status 'hi'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.